Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report an intermittent audio output on their dexcom receiver on (B)(6) 2015. Pediatric patient was using adult receiver. Continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. Additionally, at the time of the call, dexcom technical support advised patient's mom to test the "try it" feature for alert functionality. The patient's mom tested on the attentive profile with high alert and reported it works. No medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of intermittent audio output cannot be confirmed. It was reported that a pediatric patient was using a receiver approved only for adults. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 system is not approved for use in children or adolescents, pregnant women or persons on dialysis. It is also reported that continuous glucose monitoring (cgm) device is being used on patient under 2 years of age. It should be noted that the dexcom g4® platinum continuous glucose monitoring system states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system is a glucose monitoring device indicated for detecting trends and tracking patterns in persons ages 2 to 17 years with diabetes. However, a root cause for the reported intermittent audio output cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. The complaint of an intermittent audio output could not be confirmed. A root cause could not be determined.